Event description:
Physician reported left side "capsular contracture grade IV", inflammation, pericapsular fluid, concern for recall, and calcifications. Device remains implanted. Physician reported treatment with "anti-inflammatories and local measures."

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture grade IV" and "pericapsular fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade IV", pericapsular fluid, concern for recall.